Event description:
It was reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head was out of specification on its uplink functional tests and therefore the head's cable was replaced and it then passed all functional and systems tests and no other anomalies were found. Product ID: 2090 programmer; product ID: 229047 software analyzer; (B)(4).